Event description:
It was reported the patient experienced pain at the ipg implant site following weight loss and a fall. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced with a smaller ipg.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A4: patient weight added d2a: common device name added the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
D10: anchors added to d10.